Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was extreme difficulty in manipulating the lead, and the lead was unable to cross the valve even after multiple attempts. The lead was not used and was replaced. No patient complications have been reported as a result of this event.